Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: investigation revealed that the battery compartment was cracked in two places. The battery cap was difficult to attach and remove due to the top of the battery cap being stropped. A test battery cap was able to attach properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged. This report is made based on results of investigation completed on (B)(6) 2017.